Event description:
In 2008, the pt reported that her blood glucose was elevated to insulin leaking from the insulin cartridge into the infusion device. Her blood glucose measured 220 before lunch. Her normal blood glucose range is 70-160 mg/dl. She bolused 7.7 units of insulin and later her blood glucose measured 296 mg/dl and she felt sick and queasy. She stated that the insulin cartridge was not cracked or broken and she did not pull the cartridge from the infusion device. She stated that she would use insulin injections until she received a replacement infusion device. Upon follow up three days later, the pt stated that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.